Event description:
Received report of air injected into a pt's coronary artery as a result of the syringe backing off the manifold. While performing a cardiac catheterization. Air was injected into the pt's coronary artery, causing an onset of chest pain. The pt was monitored in the catheterization lab until stabilization of the chest pain was achieved. There was no report of pt harm.